Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 128 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm also able to complete pump rewind. The customer stated that self-test did not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarms are confirmed in device history file due to a broken trace at u1 keypad assembly.